Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced overstimulation while establishing communication between the ipg and external device. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg.

Event description:
Follow-up information indicated there is no further reporting of shocking sensation.